Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device had insufficient/low power was confirmed. An assessment was performed which found that there were holes in the hose and the red indicator was missing, the vanes were worn, and the set screws were loose. It was further determined that the device failed pretest for hose verification and muffler tube verification, loctite for modified screw sets, and rotational speed assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the motor device had a hole in the hose. During in-house engineering evaluation it was observed that the device failed pre-test for rotational speed assessment (below minimum specification). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.